Event description:
It was reported that: "patient presented with pain one to two months ago in right knee. An x-ray was taken and the baseplate looked unusual. Revision surgery was scheduled, during the surgery, the baseplate was seen to be broken."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.